Event description:
It was reported to boston scientific corporation that an rx needle knife sphincterotome device was used in an endoscopic retrograde cholangiopancreatography procedure in 2008. According to the complainant, the physician "...made an error and cut the wrong area causing a perforation, which was later closed with hemostasis clips." The procedure was successfully completed with the same rx needle knife sphincterotome device. No pt complications were reported as a result of this event, and pt's condition was reported as "fine" after the procedure.

Manufacturer narrative:
The lot number is unk; therefore, the device manufacture date cannot be determined.